Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 11.5-12.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. A fracture of the re coil was noted at 2.3cm from the connector pin. (B)(4).